Manufacturer narrative:
Investigation details: the customer provided no further details as the testing took place (B)(6) 2023. No information regarding quality control testing or reagent storage conditions were provided by the customer. Ortho tsc reviewed sample order reports provided by the customer and utilized e-connectivity to verify column grade results for the false negative result. Tsc attempted to review images via e-connectivity, but due to the delay in reporting, the images were not retrievable for review. As part of the investigation, a review of the manufacturing batch record, retains testing and a complaint review were performed. A review of the manufacturing batch record of mts anti-igg card lot 092322001-10 was carried out at ortho¿s manufacturing site and no product non-conformances or deviations related to customer¿s issue were identified. All in-process and final release serological testing results were within specifications, including customer use provue and ortho vision testing results. The lot met all specifications, all in-process and product release criteria. (Dra602428) retain testing was performed using mts anti-igg card lot 092322001-10 at ortho¿s manufacturing site. The lot performed as intended giving expected results when tested on the ortho vision analyzer against known dat positive and dat negative samples. No discrepant results were obtained with donors and coombs control samples. A total of 100 retention cards were also visually inspected and no defects were found. No customer return cards were received. The issue reported by the customer could not be confirmed. (Dra602430) a review of the worldwide complaint databases was performed between 01jan2022 and 25jun2023 for mts anti-igg card lot 092322001-10. No other complaint was identified with call area falseneg. No trend was identified. For thoroughness, a review was also performed for the mother bulk, 092322001, to verify no trend by mother bulk. No trend was identified. (Dra602429) an additional review of the worldwide complaint databases between 25jun2022 and 25jun2023 was performed for ortho vision serial number (B)(6) for eqfneg and related call areas. No additional complaints were identified. No trend is identified for the analyzer. (Dra602562) no further investigation was performed for this incident. The assignable cause of the discrepant negative dat result obtained by the customer could not be determined, although it could not be excluded to be sample related, with the patient having a weak dat (igg). In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. Investigation summary: discrepant negative dat results for one patient sample. The assignable cause could not be determined, although it could not be excluded to be sample related, the patient having a weak dat(igg). No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
(B)(4), windchill (B)(4). A customer contacted ortho technical solutions center (tsc) on (B)(6) 2023 to report a false negative result for direct antiglobulin testing (dat) on the ortho vision analyzer, serial number (B)(6), during validation testing. Results on an alternate analyzer, serial number (B)(6), yielded a positive 1+ reaction. Reporter name: (B)(6), (B)(6), (B)(6), customer#(B)(6) date of event: (B)(6) 2023, reported 07jun2023 reagent: mts anti-igg card lot 092322001-10 exp 05jul2023 analyzer: serial # (B)(6) sw version ¿ 5.12.8.46686 installed ¿ (B)(6) 2017 patient sample information: blood type o rhd positive sample ID: (B)(6) (encrypted: 52-ad-86-41-fa-d6-c7-8d-9d-43-68-0b-96-b5-8d-7e-32-90-56-39-c5-94-58-60-27-07-37-7b-7c-83-bf-9f). No additional details provided by customer. The customer reported that on (B)(6) 2023, they were performing comparison validation testing of the dat cord profile on two vision analyzers using the same reagent lot of mts anti-igg gel card on each and that they obtained a negative reaction on vision (B)(6) and a positive 1+ reaction on vision (B)(6). The customer provided sample order reports from both analyzers which confirmed the discrepant results. No additional action was taken by the customer at the time. No retesting was performed, or new sample collected from the patient. No further detail was provided. No biased results were reported to the physician. No harm came to any patient or donor as the result of the false negative reaction.